Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 300 mg/dl. The customer did not know what caused the high bg and reverted to using insulin injections to manage diabetes. As the customer had removed the cartridge and infusion set from the pump, troubleshooting to determine a possible cause of the event could not be performed. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.